Event description:
It was reported by a customer complaint that the pt was hospitalized due to hyperglycemia. It was reported that the pt's blood sugar was over 500 during the admission. It is alleged that the device has been shutting off at night. The reporter declined to give any more details. A replacement pump was shipped. The indicated device was to be returned for evaluation, as of the date of this report the device has not been received by MFR for evaluation.